Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that she received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of hospitalization. The customer's meter was giving incorrect readings and the insulin pump screen was freezing and they were getting alarms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.